Event description:
It was reported that the surgeon attempted to insert cq2015a three piece collamer lens and the lens was torn by the injector. No patient contact.

Manufacturer narrative:
The product pertaining to this complaint was not returned for evaluation, however, the lens was returned and evaluated. One haptic was torn and the other one was torn off and bent. There was a clear surgical residue on the lens. Conclusion - a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.